Manufacturer narrative:
(B)(4).

Event description:
It was reported that a regular follow-up appointment, a high capture threshold measurement was noted from this right ventricular (rv) lead. The patient reported feeling palpitations and the physician turned off the automatic output feature to prevent palpitations prior to an upgrade procedure. Diagnostic imaging was also performed. Boston scientific technical services was contacted and recommended further rv lead troubleshooting such as provocative maneuvers and testing with a pacing system analyzer (psa) during the procedure. Additionally, upon device data review, a single episode of pacemaker mediated tachycardia (pmt) occurred due to loss of capture (loc) that was successfully terminated. The physician subsequently elected to surgically cap and abandon this rv lead, and a replacement rv lead was implanted to resolve the event. The implantable device was also upgraded for secondary prevention of torsade's syndrome. The patient was stable with no additional adverse consequences. This rv lead remains implanted, but capped and out of service.